Event description:
Additional information was received indicating this system was later explanted due to the reported infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system revision due to infection. The patient was treated with antibiotics and a procedure was performed wherein the device pocket was reopened and cleaned and the electrode re-tunneled along a different path to the device. No additional adverse patient effects were reported. This system remains in service.